Event description:
Lead product analysis was completed. A majority of the vns lead assembly, including the electrodes, was not returned for analysis and, therefore, evaluation could not be made as to that portion of the lead. The condition of the returned lead portion was consistent with those typically following explant. No obvious anomalies were noted. Setscrew marks found on the lead connector pins provided evidence that a good mechanical and electrical connection was present at one point. The returned lead portion passed continuity testing. Based on the findings in the product analysis, or pa, lab, there was no evidence to suggest an anomaly with the returned portion of the lead.

Event description:
It was later reported that the physician stated the generator was not working, but the patient's stated that it was working, which was determined to be a reference to the previously reported pulse disablement due to eos observed during the wound revision surgery reported in MFR. Report #1644487-2019-01812. It was reported that the patient was to undergo surgery due to an infection, which is to be included in MFR. Report #1644487-2019-01812. Additional tablet data was received from the replacement surgery and it revealed that, as of the date of explant (doe), the battery voltage rebounded from below the end of service, or eos, threshold and was showing the battery at 100% (75-100%). The rebound of the battery voltage and observance of a low battery/pulse disablement due to vbat < eos threshold on the doe was indicative of exposure to an electrosurgery tool despite the facility stating that only simple blades were utilized or to electrostatic discharge. The explanted generator has not been received by the manufacturer to date.

Event description:
The explanted products were received by the manufacturer. Generator product analysis was completed. The reported eos pulse disabled condition was not duplicated in the product analysis, or pa, lab. The battery voltage measured 2.948 v at the completion of the fet, showing an intensified follow-up indicator, or ifi, = no condition. The diagaccumconsumed memory location revealed 3.433% of the battery had been consumed. The diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. Tool marks were noted on the generator case and header and are likely associated with manipulation of the device during implant/explant. No other relevant abnormalities were identified on the generator. There were no performance or other adverse conditions found with the generator. The lead is pending product analysis.

Event description:
It was reported that the patient underwent a wound revision surgery due to an open wound, which is reported in MFR. Report #1644487-2019-01812. The company representative checked the vns before the operation and diagnostics were within normal limits with the battery at 75-100%. After the wound revision, the device was found to be pulse disabled due to eos. The surgical team stated that nothing with current had been used. The company representative stated that the facility was familiar with vns and did not use charged devices on vns patients, instead using very minimal tools for the clean out procedure. The tc performed a generator reset and observed an error code 8, which corresponds to pulse disabled due to eos. The tablet data for the generator was received and reviewed by the manufacturer. Review of the tablet data revealed that the event occurred approximately between 14:38:46 and 14:39:04. Follow up revealed that the surgical team was adamant that no electrosurgical tools were utilized and only simple blades were used. The interrogation at 14:38:46 was reported by the company representative as after the generator pocket had been closed and then the system diagnostics performed at 14:39:04 showed the low battery disablement. No additional relevant information has been received to date.